Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after a power injection with a 20 g x 1.25 in. Bd nexiva closed IV catheter system it infiltrated. The IV was removed from the patient intact. The patient was admitted for observation. No other medical interventions were reported.